Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone, the customer blood glucose wasn't working as it had a blank display. Customer disconnected from the call and no other information was provided. Customer is not returning the device for further analysis.